Event description:
The hospital reported that during an endoscopic vein harvesting procedure using the vasoview 7xb device, the scope washing tubing on the c-ring dislodged. Nothing fell into the patient and no intervention was required. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The hospital will reportedly not be returning the product in question as it was discarded.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical eval cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. A lot history record review could not be performed as the product lot number is unk. (B)(4).